Manufacturer narrative:
The investigation is not yet complete, a follow up report will be submitted on completion of the investigation. B3: estimated date.

Event description:
According to the available information the rigid stylet inside the catheter became detached, making removal of the stylet impossible and therefore preventing insertion of the catheter. No consequences but increased pain for the patient and longer procedure time.